Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: defective valve. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent primary breast augmentation surgery with a 560cc mentor smooth round high profile saline breast implant experienced left sided defective valve intraoperatively. During the procedure, the physician noticed that left sided device was deflating once it was placed in the patient. The patient acquired 40 mins of extra surgery time. As a result, patient underwent removal and replacement with a like device on (B)(6) 2020.

Manufacturer narrative:
The investigation of the pictured device was completed by the failure analysis lab on december 14, 2021. Device evaluation summary: according to the information received, the valve failed immediately after placement upon visual evaluation of the video provided in the complaint, leakage was observed from the valve. As the product involved in this complaint was not received, the device couldn't be analyzed according to our procedures. Manufacturer¿s reference number: (B)(4).